Event description:
I had a total right hip replacement with the biomet magnum2a on (B)(6) 2010. I did pretty good up to and around the 8th or 9th month. I was walking slowly but steady up to 1.5 miles a day and suddenly I started having sharp pains to the point I couldn't walk. I also have a large indention along the scar about where the joint is. My dr states there is nothing wrong at this time because the x-rays look fine. He had a couple of blood work tests done and stated there wasn't anything wrong. I also might add that during the surgery when the final implant was seated he noticed a crack at the top of the calcar and installed a cable to prevent further cracking. I have been and still cannot walk very far 100-200 ft without stopping to let the pain subside. I'm in constant pain and cannot stand to be bumped or have someone push in around the joint site. I'm trying to find another dr because the orthopedic dr I had told me I might have to live with a little pain and that the x-rays look fine. Once again I must reiterate I'm living in constant severe pain and excruciating pain at times and have a large indention at the scar site.

Event description:
Add'l info received from reporter on (B)(6) 2013: I have a biomet magnum2a hip implant, I have filed a previous report concerning the constant pain and misery that I have had since around (B)(6) 2010 timeframe. I have been unable to walk very far due to debilitating pain and I have to walk with a cane. My sleep is very interrupted all the time due to the pain in my right hip. I am updating this due to the fact that I found another orthopedic specialist that has looked at my issues and tells me I will have to have revision surgery. This implant is mom and I have also lost tissue/muscle in my rear gluteus muscle. I will have this revision surgery done on (B)(6) 2013 and I can only hope that it will help.